Event description:
It was reported the patient experienced pre-syncope and oversensing and under pacing was observed on the right ventricular lead. It was further reported there was a possible fracture. The lead was capped and replaced. During connection of the replacement lead to the new implantable pulse generator (ipg) under pacing was observed. The device was interrogated and right ventricular impedance was undefined, oversensing and a rise in threshold were noted and there was loss of capture. The lead was removed and replaced in the device multiple times and reconnected to the analyzer to confirm the lead was intact. A connection issue was suspected. A new ipg was attached to the system and appropriate pacing and sensing was noted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addr01 ipg implanted: 2008-(B)(6). (B)(4).